Event description:
Health professional reported an alleged band leak revision with a lap-band device. Follow up findings: health professional reported that the patient experienced reflux. A fluoroscopy was conducted that confirmed the port leak and a "break was noted at the collection site." The port was explanted and replaced. The port is not available for return as it has been discarded. The serial number was requested, but the reporter had no further information.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter had no further information regarding the serial number. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."